Event description:
The customer reported smoke coming from the alinity ci-series system control module. The customer stated the rsm transport arm did not pick up the reagent properly, which tipped over the reagent spilling the liquid on the user interface computer generating smoke from the computer. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting smoke coming from the system control module of the alinity ci, serial number (B)(6), after the rsm transport picker arm inadvertently picked up the reagent incorrectly spilling the contents on the alinity uic with windows 10. No fire was observed, and no injury occurred. The fsr observed multiple charred/burned components in the uic, most not affected, the parts were cleaned and reconnected. The rsm transport picker arm, part number a-30105310-01, was realigned/adjusted and the alinity uic with windows 10, part number a3010453402094u-01, was replaced, which resolved the issue. The analyzer was returned to normal operation. There have been no further occurrences of smoke after the main power supply was replaced by the fsr. The smoke observed was limited to alinity uic with windows 10, part number a3010453402094u-01, due to a reagent spill caused by the misaligned rsm transport picker arm, part number a-30105310-01, the smoke did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.